Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by unstable angina. During the index procedure, one endeavor sprint drug-eluting stent was implanted in the lad. Approximately 2 months post index procedure the patient suffered a gi bleed. The investigator assessed that the event was not related to the study stent and was related to the anti-platelet medication. Patient was on asa and plavix at the time. Patient recovered with medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.